Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware at the mtp joint was removed in a revision surgery on (B)(6) 2022 due to nonunion and broken hardware. The nonunion, a broken plate and broken screw were discovered during a follow-up visit via radiographic imaging. Additional information indicates the patient's burly (not obese) and large stature may have contributed to what was reported. The site was revised with tmc hardware, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. According to the surgeon, the patient is currently doing well and the nonunion has resolved. Although the most likely cause cannot be determined based on the available information, the patient's large stature along with the nonunion may have contributed to what was reported as the device was likely subjected to excessive bending stresses which resulted in breakage. The device is intended for fusion/stabilization and nonunion is a known potential adverse event identified in the instructions for use. There was no other report of any patient impact or injury as a result of this event. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware at the mtp joint was removed in a revision surgery on (B)(6) 2022 due to non-union and broken hardware. The nonunion, a broken plate and broken screw were discovered during a follow-up visit via radiographic imaging. The site was revised with tmc hardware, and no other patient outcomes were reported as a result of this event.